Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented for a lead implant. During procedure, the lead was implanted correctly, but once the suture was in place and the physician removed the guide-wire, the lead completely delaminated. The inner portion of the lead came out with the stylet and the lead pin. The entire lead was then removed and a new lead was implanted successfully with no further complications. The patient was stable post operation.